Manufacturer narrative:
(B)(4).results of investigation: the ventilator was powered on using a known good ac adapter, and the ventilator powered on properly, however, the display was not visible. Bench testing revealed the inverter board had a burnt pin.

Event description:
The customer reported that the ventilator had a blank screen which was discovered on start up. The customer stated that they ran the battery out fully and recharged it, and that did not correct the issue. The customer stated that there was no patient involvement. During evaluation, carefusion discovered a burnt pin on the inverter board.